Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient was unable to communicate with the implantable pulse generator (ipg) and external devices. Reportedly, the patient had not recharged the ipg since (B)(6) 2018 and the battery had depleted. Surgical intervention was taken, the patient's implantable pulse generator was replaced, and the reported issue was resolved.